Manufacturer narrative:
Upon inspection, the baxter technician determined the lift strap was cut and needed to be replaced. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. Although there was no adverse event associated with this event, if the lift strap were to tear during a patient transfer it could lead to serious injury or death. Baxter is reporting this malfunction.

Event description:
It was reported that the golvo 7007 es, lift strap was cut. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.